Manufacturer narrative:
On 3/30/19, it was reported to mentor that the following event took place: on 3/4/19, it was reported to mentor that the date of explantation was reported incorrectly as (B)(6) 2019. The actual date of explantation was (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/26/19, it was reported to mentor that the device evaluation and investigation have been completed. Device evaluation: the device was received with no fluid. No foreign material was observed within the device or on the shell surface. During evaluation a crease was observed on the anterior aspect. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary procedure with a saline mentor breast implant of unknown type on the left breast and with saline mentor smooth round high profile 290cc on the right breast implant and experienced deflation on the left breast implant and a capsular contracture on the right breast implant. The patient noticed deflation and the deflation was confirmed by the healthcare professional by the mammogram on (B)(6) 2019. As a result, the patient will undergo removal and replacement with gel mentor memorygel breast implants 400cc on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 3/6/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left device was saline mentor smooth round high profile 290cc, catalog number 3503290 , lot number 5538587. A manufacturing record evaluation (mre) was performed for the finished device number 5538587, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).